Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00521 and 3007042319-2015-00522) submitted for devices related to the same event.

Event description:
The site reported that when seen in the clinic for routine follow-up the patient complained of having erratic battery performance on 2 batteries. It was reported that these batteries (fully charged) will switch to other battery source and then that battery source goes immediately from 4 lights to 2 or 3 lights." There was no effect on the patient. It was reported that preliminary review of the log files does not confirm this; however per fsca the batteries needed to be taken out of service. When the patient was observed changing batteries she makes good connections. The equipment, including the controller, was examined and there was no visible damage. New batteries were dispensed. This is report 1 of 2.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-00522) submitted for devices related to the same event.